Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-58 lead, implanted (B)(6)2005; 5071-53 lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient received anti-tachycardia pacing (atp) and an inappropriate shock due to potential rapid ventricular response (rvr) with atrial tachycardia/atrial fibrillation. There was atrial undersensing and potential p-wave undersensing exhibited during the episode. The device and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.